Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the paddle lead implant site that did not resolve over time. In turn, patient had the entire scs system explanted on (B)(6) 2020. No products were implanted.